Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tpn was leaking from the top of the pump segment while infusing there was no report of patient harm .

Manufacturer narrative:
The customer¿s report of set leaking at pump segment was confirmed. Visual inspection of the set noted that the silicone segment had a tear near the upper fitment. The tear was measured to be 0.0319 inches long. Visual examination under magnification noted a crush mark to the upper blue fitment. No other anomalies were noted. Functional and pressure testing confirmed leaking coming out from the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment.